Manufacturer narrative:
Additional information: h3 - yes, evaluation. H4 - production date. H6 - codes updated. Investigation results: visual inspection: the analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Therefore, a material or production related failure can be excluded. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based upon the above-mentioned investigation results, a definitive root cause for the reported issue could not be established. There is no indication of a product or manufacturing error. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product bc211r - tc iris scissors cvd s/s 110mm. According to the complaint description, the tip of instrument broke inside the patient and could be retrieved; the time for retrieval caused an unspecified surgical delay. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4) (aesculap ag reference no. (B)(4)).